Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary investigation flow: device interaction/functional. Visual inspection: the cann connecting scr f/percutan instruments for nails-ex (product code: 03.010.404 & lot no: u329528) was received at us cq with other mating parts. Visual inspection showed no defects on the complaint device except a few scratches that were consistent with normal wear. However, the damage on the distal tab on the insertion handle (mating part) and the slot on the proximal end of the nail (mating part) indicates that the two parts were subjected to a significant twisting force which would be consistent with attempting to disassemble a seized assembly of the cannulated connecting screw (complaint device), insertion handle, and tibial nail from the patient. Since the damage on the insertion handle and nail indicate that significant twisting force was applied, most likely to disassemble the parts, the overall complaint is confirmed. The photo provided during complaint intake was also reviewed and showed the damage seen on the returned part and therefore did not add any additional information to the investigation. Functional test: the functional test cannot be performed as the compliant device and mating devices were damaged. Can the complaint be replicated with the returned device(s)? Unable to perform. Dimensional inspection: the dimensional inspection cannot be performed due to the post-manufacturing damage. Document/specification review: relevant drawing reflecting the current and manufactured revision was reviewed. Complaint confirmed? Yes. Investigation conclusion: the overall complaint was confirmed for the received device as scratches were observed on the device. While no definitive root cause could be determined it is possible that the alleged complaint condition occurs if the angulation of the knee changes during the procedure. An increase or decrease in flexion can cause a strong bending moment on the connection between the insertion handle and the nail making the connecting screw difficult to loosen. This can become amplified as the insertion handle loosens from the nail and the bending moment acting on the connecting screw increases. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part # 03.010.404, synthes lot # u329528, supplier lot # u329528, release to warehouse date: apr 10, 2019; feb 13, 2019 , supplier: (B)(4), no ncr's were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, after devices were implanted, the surgeon had difficulty removing the insertion handle from the nail. The surgeon was unable to remove the connecting screw using the ballhex screwdriver from the nail. The surgeon completely removed the nail and put on a smith and nephew nail. The procedure was completed successfully. Patient status is unknown. Concomitant devices reported: insertion handle for suprapatellar (part number 03.010.440, lot 180183-101, quantity 1), t-handle ball hex screwdriver 8mm (part number 03.010.517, lot unknown, quantity 1), 9mm ti cann tibial nail-ex w/prox bend 345mm-sterile (part number 04.034.349, lot h602848, quantity 1). This report involves one (1) cann connecting scr f/percutan instruments for nails-ex. This is report 2 of 4 for (B)(4).